Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited loss of capture and high impedance. During the procedure, it was noted that the lead had sustained rib clavicular crush damage. The lead was explanted and replaced. Patients condition was good after the procedure.